Event description:
Pt on service for monthly port flushes. Pt had been having angina attacks and was admitted to hospital. Pt had a cardiac catherization and stent placement. Upon reviewing a cat scan - md reported that a piece of the pt's port had broken off and implanted in the pt's lung. Plan is for port to be removed and for imbedded piece to be surgically removed.